Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was not hospitalized for the event. On an unreported date, the patient was treated with inj. (Injection) ¿vanconex-cp¿ 1 gram, stat, intraperitoneally and inj. ¿tazar¿ 4.5 grams, intravenous, twice daily. The cause of peritonitis was unknown. At the time of this report antibiotic therapy was ongoing. At the time of this report, the pt was reported to be recovered form the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the cause of the peritonitis was determined to be constipation. Should additional relevant information become available, a follow-up report will be submitted.